Manufacturer narrative:
The customer contacted siemens to report a falsely depressed carcinoembryonic antigen (cea) patient sample test result was obtained from an atellica im 1600 instrument. Siemens evaluated the available information and found that the quality control materials and instrument maintenance were in accordance with the specifications of the equipment where the test was performed. There were no errors found in the instrument's log file and no errors were found related to test processing. Fibrin was observed in the sample. The cause of the falsely depressed carcinoembryonic antigen (cea) patient sample test result is unknown. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A falsely depressed carcinoembryonic antigen (cea) patient sample test result was obtained from an atellica im 1600 instrument. The initial test result was reported to the physician(s). The same sample was frozen and stored, then repeated on an alternate instrument on a different day. The repeat test result was reported to the physician(s) as the correct result and was aligned with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cea test result.